Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while clipping the appendicular artery, the clip fell and was then retrieved by a hand instrument. A new device was used to ligate the appendicular artery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.